Event description:
Upon insertion the tip of the iab was not visible due to the open chest that was full of blood. 24 hours later, the tip of the iab was noted to be positioned above the transverse arch. The iab was pulled back. 18 hours later a balloon leak was detected. No further complications were noted. No further details were provided.